Event description:
It was reported that pump screen was dark and would not turn on. The customer¿s blood glucose level was 263 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.